Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED A BLURRY IMAGE DURING INSPECTION WHILE USING AN OLYMPUS GASTROINTESTINAL VIDEOSCOPE. THERE WAS NO PATIENT INVOLVEMENT.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the final investigation. Corrected fields: D5 - Other operator of Device should be blank. The device was returned to Olympus for inspection, and the reported failure was confirmed.In addition, the following reportable malfunction was identified during the device evaluation: noisy image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: Due to corrosion on the plug unit, component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.